Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. The length of hospitalization was less than 24 hours. The blood glucose level was 22 mmol/l at the time of event and the patient got treated with intravenous fluids of insulin. The patient had high ketones whose value was 2.9 due to which hospitalization and emergency medical treatment was required. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009349, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 31-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009349". If the count of complaints equals or exceeds 3, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: packing of quick set. The lot 6009349 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 20/sep/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4j03007 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 19/sep/2024, with a total of (B)(4) units. The lot 4j03008 was manufactured according to the work instruction (wi) version 27 assembled in the quickset line, on 20/sep/2024, with a total of (B)(4) units. Outgoing tests 9 samples was found with the adhesive tape marked-damaged). Extended sampling plan acceptable. Failure is not related to this complaint. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Test results: no photo was provided. The reference samples for the lot 6009349 have already been previously tested in the complaint (B)(4) on 11-jul- 2025. Investigation process of the complaint was carried out in accordance with: - work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - work instruction (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test - work instruction (wi) guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test all test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, three complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009349, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 31-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009349". If the count of complaints equals or exceeds 3, further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: packing of quick set. The lot 6009349 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 20/sep/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4j03007 was manufactured according to the wi version 27 assembled in the quickset line, on 19/sep/2024, with a total of (B)(4) units. The lot 4j03008 was manufactured according to the wi version 27 assembled in the quickset line, on 20/sep/2024, with a total of (B)(4) units. Outgoing tests 9 (1 samples was found with the adhesive tape marked-damaged). Extended sampling plan acceptable. Failure is not related to this complaint. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Test results: no photo was provided. The reference samples for the lot 6009349 have already been previously tested in the complaint (B)(4) on 11-jul- 2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, three complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.